Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that four days post implant, the patient with this right ventricular lead reported experiencing diaphragmatic stimulation. Interrogation revealed undersensing due to decreased amplitude of 3.0 millivolts. The device was reprogrammed resolving the diaphragmatic stimulation. An xray was performed revealing the lead was dislodged. In addition, perforation was suspected with minimal pericardial effusions. Two days later, a revision was performed. This lead was successfully repositioned. During the revision procedure, perforation at the apex was confirmed and successfully fixed. This lead remains implanted and in service. No further adverse patient effects were reported.